Event description:
It was reported that pt has a 5 fr triple lumen PICC line that had a bloody dressing and what felt like a "knot" under the dressing. The dressing was removed and nurses observed a kink in the line. Nurses stated they had a difficult time getting blood and just flushing the line. The line was straightened out and was said to work fine. The device remains in a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter is confirmed but the exact cause is unknown. One 5 fr tl powerpicc solo was returned for investigation. Use residue was observed on the catheter. The catheter length extended slightly past the 36 cm depth marker. Infusion caps were present on all three hubs. Narrowing of the catheter was observed between the proximal and distal end of the catheter. The catheter was flushed with water using a 12 ml syringe through all three lumens and no leaks were observed. Microscopic observation of the catheter revealed wrinkles on the surface near the 5 cm depth marker which is indicative of material buckling cause by kinking. The catheter was manipulated and found to be prone to kinking at the location of the wrinkles. Based on the condition of the returned sample, possible contributing factors include placement technique and securement method. The product IFU states: "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of recx0327 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recx0327 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pt has a 5 fr triple lumen PICC line that had a bloody dressing and what felt like a "knot" under the dressing. The dressing was removed and nurses observed a kink in the line. Nurses stated they had a difficult time getting blood and just flushing the line. The line was straightened out and was said to work fine. The device remains in a patient.